Event description:
It was reported that the programmer would shut itself off. The caller was unsure if the programmer was running on battery power or line power at the time of the issue. It was recommended that the programmer's battery and power supply be replaced. The current status of the programmer is unknown. No patient complications have been reported as a result of this event.